Event description:
A customer reported that the adc device detached prematurely. The customer indicated that they experienced a seizure and/or a loss of consciousness however, they did not receive third party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor patch and adhesive were inspected and no physical damage or issues were observed. No failure modes, malfunction, or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor patch and adhesive were inspected and no physical damage or issues were observed. No failure modes, malfunction, or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 ( additional mfg narrative) was incorrectly documented in the previous initial report. Section h-10 has been updated.

Event description:
A customer reported that the adc device detached prematurely. The customer indicated that they experienced a seizure and/or a loss of consciousness however, they did not receive third party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.